Event description:
The facility reported a pump where the tube clamp mechanism on channel a does not engage. It is unk when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep.